Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Reporter received a result of "about 155" mg/dl then went to her dr's office for a lab test (back-to-back) and received a result of "over 200" mg/dl. Reporter states that both she and the dr think it is a lab problem, not a meter problem. Reporter was not experiencing any symptoms.